Event description:
Update received (B)(6) 2014 - the complaint has been reopened because it was reported that the patient's right hip was revised on (B)(6) 2014 to address pain. The acetabular cup has been added to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1923115 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.